Event description:
A customer reported that their t:slim x2 pump battery would not charge properly. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.